Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, it was reported diagnostics on impedance/currents was completed along with a chest x-ray and all were normal. The pain and heat at the implant site was noted as persistent but less bothersome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a healthcare professional (hcp) regarding the patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient complained that the pocket was hot while stimulation had been off for 10 minutes. They performed ins testing which included palpating with the stimulator on and off prior to calling and the impedances were normal. It was stated that the issue had been occurring daily and the symptoms came and went throughout the day but occurred every day. There were no trauma/falls reported that could be related to this issue. Symptoms reported were pain and heat. The changes in therapy/symptoms were considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.